Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lithovue touch pc was opened for use on (B)(6), 2020 in a ureteroscopy procedure. According to the complainant during procedure, the touch pc was powered on and the monitor displayed blank/black screen. The procedure was cancelled due to this event. There was no serious injury nor adverse effects to the patient reported as a result of the event.

Manufacturer narrative:
Block h6: prorblem code 3191 is being used to capture the reportable issue of aborted/unknown procedure outcome. Block h10: investigation results a visual inspection of the returned lithovue touch pc showed no discrepancy. A functional test was performed and the touch pc booted up to a blank screen instead of the the sidewinder application screen. The reported blank/black screen was confirmed. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for blank/black screen was most likely determined to be defective component inside the touch pc from the functional test performed and the analysis of the available information. This conclusion was selected because the failure observed is a random component failure without any design or manufacturing issue. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on may 01, 2020 that a lithovue touch pc was opened for use on (B)(6) 2020 in a ureteroscopy procedure. According to the complainant that during procedure, the monitor was powered on but the screen was blank/black. The patient was already sedated and procedure was cancelled. There was no serious injury nor adverse effects to the patient reported as a result of the event. The device is returning for analysis.

Manufacturer narrative:
Block h6: problem code 3191 is being used to capture the reportable issue of aborted/unknown procedure outcome. Block h10: investigation results: a visual inspection of the returned lithovue touch pc showed no discrepancy. A functional test was performed and the touch pc booted up to a blank screen instead of the sidewinder application screen. The reported blank/black screen was confirmed. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for blank/black screen was most likely determined to be defective component inside the touch pc from the functional test performed and the analysis of the available information. This conclusion was selected because the failure observed is a random component failure without any design or manufacturing issue. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Block h10: correction: block e1 and block g3 country of event corrected to ireland based on review of the complaint record on 06dec2020.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 01, 2020 that a lithovue touch pc was opened for use on (B)(6) 2020 in a ureteroscopy procedure. According to the complainant during procedure, the touch pc was powered on and the monitor displayed blank/black screen. The procedure was cancelled due to this event. There was no serious injury nor adverse effects to the patient reported as a result of the event.